Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardiac monitor that exhibited false pause episodes. Programming changes were suggested but have not been made yet. No patient consequences reported.